Manufacturer narrative:
Concomitant medical products: 7002 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was confirmed fracture of the fifty-eight centimeter lead. It was also reported there was a tear of the innominate vein and it is not known if the tear was associated with the laser explant of the competitor lead or if it occurred during implant of the replacement lead. The patient's blood pressure dropped, the surgeon began a bypass and vessel repair procedure; however, the patient did not survive.